Manufacturer narrative:
Based on information provided, it cannot be determined that the discolouration and disintegration of the tissue were related to the v.a.c.ulta¿ negative pressure wound therapy system. There have been several attempts made to gather additional information, but there has been no response. Device labeling states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2018, the following information was received by kci after a review of journal article, van kempen, shareen and sieunarine, kishore. "A case study: the use of vacuum-assisted closure with instillation therapy on calf compartment syndrome and fasciotomies" journal of stomal therapy australia, vol. 36, no. 2, jun 2016: 14-17: "after initial debridement, it was agreed that vac therapy was the most efficient method of managing the size of the wound and its exudate... Although exudate management was achieved, there was increasing concern about tissue viability due to the discolouration and disintegration of the tissue. These wound changes prompted further surgical debridement". Multiple unsuccessful attempts were made to obtain additional clinical and device information. No additional information is available. The v.a.c.ulta¿ negative pressure wound therapy system serial number was not provided, therefore a device evaluation could not be performed.